Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were examined by an orthodontist and provided a letter of recommendation. The orthodontist states, patient presented with a posterior open bite on the right side and occlusal disharmony and interferences and now has associated facial/jaw pain. It is the orthodontist professional opinion that the patient needs further care as the byte aligner treatment did not work to the best of the patient's interest. Patient is contraindicated due to open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.